Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. A hospital implant registration form received by the company on 2024-06-10 indicated that on (B)(6) 2024, a patient's entire pacemaker system, including an (B)(6) pacemaker, was explanted and replaced with an (B)(6) aveir leadless pacemaker (lp) due to an infection that began on an unknown date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.